Manufacturer narrative:
Batch review performed on 11-sep-2020: lot 146605: (B)(4) items manufactured and released on 13-jan-2015. Expiration date: 31-oct-2019. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-operative appointment and after taking post-op x-ray's it was discovered that a screw had backed out of the tibial insert, 4 years and 5 months after the primary surgery. The surgeon revised the insert and the surgery was completed successfully.